Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat stress urinary incontinence and pelvic organ prolapse on an undisclosed date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectal bleeding and urinary tract infection.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence and infection.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse stage ii, post hysterectomy, rectocele, and enterocele on (B)(6) 2007. It was reported that the patient underwent the concurrent procedures of enterocele repair, posterior repair with graft, laparoscopic sacral colpopexy and cystoscopy during mesh implantation.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urinary urgency, and urinary hesitancy.

Event description:
It was reported that following insertion the patient experienced dysuria, urinary urgency, and urinary hesitancy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal scarring.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete bladder emptying.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, nocturia and foul urinary discharge.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a mesh revision on (B)(6) 2009. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.